Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 8 years post sapien 3 valve procedure in the pulmonic position, the patient presents with pulmonary insufficiency and stenosis. There are plans to treat the patient.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6 (clinical code, device code, investigation findings, and investigation conclusions). Per the initial report, approximately 8 years post sapien 3 valve procedure in the pulmonic position, the patient presents with pulmonary insufficiency and stenosis. Additional information received via medical records confirms approximately 4 years and 9 months post implant of the sapien 3 valve, the valve was explanted and a 25mm homograft was implanted due to endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest pulmonic valve endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.